Event description:
During an in clinic follow up, noise resulting in oversensing, increased capture threshold were observed on the right ventricular (rv) lead. X- ray imaging was performed and no anomalies were observed. Lead dislodgement is suspected but not confirmed. The patient was stable and will continue to be monitored.